Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed an occlusion alert while the user was using a 6 mm, 23" infusion set, indicating pressure in the tubing or infusion set, and the alert resolved only after the user changed the infusion set and related supplies. Symptoms included no reported change in blood glucose. Outcomes included no injury, no medical intervention beyond supply replacement, and no hospitalization. Investigation included troubleshooting and education provided by support, with user-led replacement of the infusion set and dismissal of the alert. Investigation of this case revealed an infusion delivery obstruction consistent with an occlusion in the insulin path, attributable to the infusion set or tubing, which resolved after supply change. It was concluded, based on previously established findings for similar reports, that the cause was infusion set occlusion related to use conditions.